Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(4) 2015, 526 ventricular sensing integrity counts (sic); high rate-ns detected episodes with lead noise oversensing. On (B)(4) 2015, rv pacing impedance spiked to 1368 ohms up from a trend in the 400-600 ohm range. Impedances continue to be high and variable. Rv lead integrity warning occurred on (B)(4) 2015 for sensing integrity counter (sic) greater than or equal to 30 in 3 days and rv lead impedance variation in last 60 days.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was high impedance, oversensing noise and possible fracture on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.